Event description:
During a plural drainage procedure, after successful placement of the lock pericardiocentesis catheter and a period of time after drainage, removal of the catheter apparently created a hemothorax on two separate occasions. A chest tube was placed afterwards. It is unclear if the events occurred to the same patient. Additional information has been requested, however, it was not provided at the time.

Manufacturer narrative:
(B)(4). Event evaluation: the device was not returned to assist in the investigation; however, a review of complaint history, drawings, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. Quality control personnel 100% confirm correct outside diameter and type of tubing. Based on the review of records, there is no evidence to suggest that the device was not manufactured to specification. The device is packaged with IFU which gives instructions for placement and use as well as precautions and intended use of the device. Without report of the product lot number a search of other complaints associated with the same lot cannot be conducted. Also a search or reported nonconformances during production cannot be performed. Without return of the complaint device, the root cause of this complaint cannot be determined. A heath risk assessment concluded that the risk to the patient and end user is low. We have notified appropriate internal personnel and will continue to monitor for similar events.

Event description:
During a plural drainage procedure, after successful placement of the lock pericardiocentesis catheter and a period of time after drainage, removal of the catheter apparently created a hemothorax on two separate occasions. A chest tube was placed afterwards. It is unclear if the events occurred to the same patient. Additional information requested, but not provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.